Event description:
It was reported that the patient had baclofen overdose symptoms of no tone/ ¿limp noodle,¿ bradycardia, and lethargy. Hospitalization on the shock and trauma level was required. It was unknown whether the pump was overinfusing or not; no known programming changes had been made since routine pump replacement ((B)(6) 2015). The pump did not have any audible alarm and none had been reported by the patient or hospital staff. The pump was ¿turned to half dose¿ (decreased by 49%, from 779.0mcg/day to 395.6mcg/day) by the healthcare professional (hcp) and remains in service. The hcp stated that ¿they couldn¿t find anything else to cause the symptoms but the pump.¿ at the time of this report the patient was stable and symptoms were improving, but the patient was still on propofol and sedated. Heart rate had increased from 45 to 60 and little tone was present. The patient was described as alive with injury. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).